Event description:
Physician reporting rupture of the left implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e1 phone number :4(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.3, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) and missing on the orientation dot assessed as inconclusive. Shell thickness was within specification). As per the investigation procedure crease, and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on sep 12, 2024. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting rupture of the left implant. Device has been explanted and replaced with a non-allergan device.